Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received failed battery alert. The customer¿s blood glucose level was unknown at the time of the incident. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The insulin pump will not be returned for analysis.